Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. Customer photos were submitted of a 20ml syringe but the lot number provided is for a 10ml syringe. A review of the device history record revealed no irregularities during the manufacturing process of the reported lot #6302946. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that there was possible contamination on the bd plastipak¿ syringe with 21 g x 1 1/2 in. Needle prior to product use. There was no report of medical interventions or serious injury.